Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the jaws of tenaculum forceps instrument did not move with snapped feeling. Backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received tenaculum forceps instrument involved with this complaint and completed the device evaluation. During failure analysis, the customer reported issue was reproduced and confirmed. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The pitch crimp measures approximately 0.032¿ x 0.046". Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the tenaculum forceps instrument lot# n10200810 / sequence 0004 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system sk3471. The alleged event occurred on the 9th use of the instrument. The instrument has 1 remaining usable life with no subsequent use recorded. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.